Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿actis broach sz 6 - not attaching to broach handle, summit broach sz4 - not attaching to broach handle, actis broach sz8 - not attaching to broach handle, replacement suction cup - ripped, emphasys lnr imp tip 32 - cracked, s/c & mod cath trl 48/28 - faded¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that actis broach sz 6 has the post slightly bent. Additionally, the overall surface of the post exhibits deep scratches and signs of heavy usage. No other defects that could impact the assembly of the broach were observed. Damage observed on the post is consistent with a component failure that was caused by exposure to unintended forces like impacting the device before it was fully seated with the mating handle or by use of excessive force in a prying motion and overloading the material. A functional test performed with a mating device laboratory sample revealed that the broach was not able to be fully assemble; most likely due to the observed condition of the post. The reported complain condition "unable to assemble" was able to be replicated. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the actis broach sz 6 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that upon inspection the following parts were found. Actis broach sz 6 - not attaching to broach handle.

Event description:
Additional information received: was any alleged device deficiency reported for the (620510101) impactor handle? The impactor handle had bad or damaged threads.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.